Manufacturer narrative:
The returned valve was patent and passed reflux and siphon testing. It was within specifications for all pressure-flow and preimplantation testing except for at 5.5ml/hr@ 0cm. Debris within the valve may interfere with the membrane resulting in low pressure-flow results. The valve did not pass leak testing, due to a smooth tear on top of the delta chamber. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve did not flow normally.